Event description:
It was reported that the patient presented to the emergency room after receiving a shock from the device after coughing. The device was interrogated and ventricular oversensing of p waves was seen on the electrocardiogram. Chest x ray confirmed that the right ventricular (rv) lead was dislodged. Tachy therapies were disabled. On (B)(6) 2018, the rv lead was removed and a new lead was implanted. The physician believed the use of prolene instead of silk suture and the patient's coughing contributed to the lead dislodging. The physician did not have any complaints or allegations against the lead. The same device was reused. The patient was stable before, during and after the procedure.